Event description:
On an unk date, a (B)(6) female patient was implanted with a gore-tex vascular graft in an av access application in the right arm. It was reported to gore that the patient lost 300 ml of blood. The patient thereafter underwent emergency medical treatment. On (B)(6) 2009, the patient expired. Further investigation is pending.